Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) patient's monitor would not power up. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power up) was confirmed. Upon evaluation the monitor was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.